Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that in the past few days he had a bent sensor and a sensor without a needle. The patient's blood glucose at the time of incident was 230 mg/dl. The customer never wore the sensor without a needle. The customer was unaware of how the needle may have been damaged. The sensors will be returned and a replacement sensor was shipped to the customer.

Manufacturer narrative:
Reliability analysis inspected one opened/used sensor and performed visual inspection and found insertion needle bent inside the needle tubing. Also found the sensor cannula in full, no missing parts was found during analysis. Unable to confirm that the customer was received with the sensor in that condition due to customer returning the product opened/used.